Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. . The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during a wavelinq procedure, the 5fr glidesheath slender sheath device was inserted into the ulnar vein. When the dilator was removed it was seen to have a hole in the side of the distal dilator cannula in addition to the end hole of the dilator. The sheath was in the wrong vessel to begin with, so it had to be removed. Access was regained using a new 5 fr slender. The blood loss was less than 250cc's. The patient was stable condition. The procedure outcome was successful. There was no patient injury/medical or surgical intervention required.